Event description:
--

Event description:
Boston scientific received information that during a follow up , an x-ray revealed that a lead perforation had occurred in the heart wall from the competitor's right ventricular (rv) lead. The competitor lead was also found to have dislodged. A revision procedure was performed to replace the competitor rv lead. During the revision it was noted that it was difficult to remove the device to implant the lead due to the patient's critical tissue. Forceps were used to remove the device and the physician damaged the header of the device. The decision was made to implant a competitor lead and device. The device was returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the case and header. The header is separated from the case. It appears that arching may have occurred across the feed through. The feed through is cracked. There is body fluid contamination in the lead barrels. In addition all seal plugs and set screws were intact and operating normally. The device was found to have no telemetry therefore; the pulse generator case was removed. Internal visual inspection noted u301 is cracked across the top of the chip where the damage to the case and header occurred. The device will not function with u301 cracked. It was concluded that this damage was induced and analysis confirmed a device header issue.